Event description:
It was reported by service report that the scale display was working intermittently. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: faulty scale display due to malfunctioning main module.